Manufacturer narrative:
Corrected information: h6 patient code - blood loss (inadvertently omitted) plant investigation: the reported complaint was not confirmed. The complaint device was not returned for manufacturer evaluation nor have any details of an onsite inspection been reported. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed and a cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius (B)(4) that there was a minor blood leak during hemodialysis (hd) treatment while using the 2008k device. The volume of blood loss was not reported. There was no reported adverse event nor medical intervention required. The patient was able to continue and complete treatment using the same products. A fresenius mexico technician was scheduled to service the device. Additional information has been requested, however, to date a response has not been received. This report was received from fresenius (B)(4).

Event description:
A response was received from fresenius mexico technical services. It was reported that upon arrival on site, the technician performed calibration for blood leak. The equipment was working in normal conditions. This report was received from fresenius mexico.

Manufacturer narrative:
Additional information: b5, d10 a plant investigation of the new information will be completed. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information: h6 result, conclusion (new codes based on the plant's investigation of the on-site device evaluation and servicing) plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius technician. The on-site evaluation and service results were accounted for during a second review of manufacturing records. There were no findings identified during the manufacturing process and device history record (DHR) review. However, based on the device evaluation performed on site, the alleged event was confirmed and the cause was traced to a component failure.